Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure via percutaneous access, the 26mm sapien 3 valve was deployed in a ¿99:1¿ aortic/ ventricular position in the native aortic valve.  Post deployment echo showed moderate aortic regurgitation (ar).  The valve was post dilated.  A second 26mm sapien 3 valve was then placed 50:50 aortic to the first valve. The valve was fully deployed.  Post deployment of the 2nd valve, the physicians were ¿unable to withdraw/remove the delivery system from the sheath due to the bulkiness of the balloon material¿.  It was at that point, that the balloon was noticed to have burst, possibly during inflation.  During the attempts to remove the devices the patient suffered an injury to the left iliac artery and the physician made an incision in the groin to perform open repair.  No blood transfusion was required. The patient left in stable condition.   The aortic annulus area measured 448 mm2 by CT with severe calcification of the annulus and native leaflets. The malposition is perceived to have occurred due to the patient¿s fair amount of left ventricle outflow tract (lvot) calcification. The access site minimum luminal diameter (mld) measured 5.6 mm with mild/moderate calcification and tortuosity.

Manufacturer narrative:
Ref. Related mfgr. Report number: 2015691-2018-01696.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation.   The device underwent visual and dimensional analysis.  During visual inspection, a crimp balloon tear was observed proximal to the I/c bond and the balloon wings were flared out.  Minor gouging was observed on the flex tip face.  No other abnormalities observed on delivery system.  Due to the returned condition of the device (balloon torn), no relevant functional testing could be performed. However, the complaint was confirmed based on visual inspection of the device.   During dimensional testing the wall thickness of the crimp balloon proximal to the observed separation was measured.  Of note, the area distal to the separation could not be measured as that area consists of the bond area and inflation balloon.  Thicknesses deviating from the specification per drawing could have contributed to the reported event and/or be indicative of a manufacturing non-conformance.  The crimp balloon double wall thickness was found to be within specification at all measured locations.    During the manufacturing process, the delivery system underwent multiple 100% inspections for general specification for s3 balloon, crimp balloon molding process, crimp balloon to inflation balloon laser bond, balloon catheter laser bond prep, balloon pleat, fold and forming, final inspection and flex catheter and balloon catheter leak testing.  Additionally, the work order underwent product verification testing as a requirement for lot release.  Lot samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released.  These inspections and tests during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the reported events.   A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events   a review of lot history for the lot number provided revealed no other similar complaints related to ¿delivery system ¿ withdrawal difficulty-through sheath¿ or ¿balloon ¿ torn¿.    Delivery system ¿ withdrawal difficulty-through sheath:  complaint data for the previous 12 months (may 2017 through april 2018) was reviewed for the commander delivery system (all models and sizes). Thirty four (34) other complaint devices have been returned and evaluated for this issue.  No manufacturing non-conformances were identified.  A review of complaint data for april 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿withdrawal difficulty¿).   Balloon ¿ torn complaint data for the previous 12 months (may 2017 through april 2018) was reviewed for the commander delivery system (all models and sizes). Seventy six (76) other complaint devices have been returned and evaluated for this issue.  No manufacturing non-conformances were identified.  A review of complaint data for april 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿damaged¿).   The commander delivery system with s3 IFU, device preparation training manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system.  Based on the review of the IFU and training manual, no deficiencies were identified.   Since no manufacturing non-conformances or IFU/training deficiencies were identified, an fmea assessment was not required.    The complaints for ¿delivery system ¿ withdrawal difficulty-through sheath¿ and ¿balloon ¿ torn¿ were confirmed based on visual inspection of the returned device.  No manufacturing non-conformances were identified in the returned sample, as dimensional testing of the device met specification. Furthermore, a review of complaint history, lot history, manufacturing mitigations, and the DHR revealed no indication that a manufacturing non-conformance contributed to the event.  A review of IFU/training materials revealed no deficiencies.  A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra.  Although characterization of the patient aorta was not provided (though the access vessel was noted to be moderately tortuous), if the physician performed the valve alignment process in tortuous anatomy, it could result in increased forces being applied to the bond area.  This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position.  Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question.  As the valve was able to be deployed without issue, it is likely that the balloon tear occurred after valve deployment.  It is possible that the crimp balloon was weakened by high forces during valve alignment and then tore during delivery system withdrawal.  However, as the balloon wings were flared (suggesting they were caught on the sheath liner at the tip) it is likely that the tear occurred prior to delivery system retrieval into the sheath.  It is possible that access vessel calcification/tortuosity and the torn balloon led to the withdrawal difficulty through sheath.  Tortuosity can create challenging angles and cause non-coaxial alignment of the delivery system and sheath during retrieval (note: as reported by the complaint site, the access vessel was moderately tortuous and calcified).  This non-coaxiality could then cause the balloon wings to get caught on the sheath tip making it difficult to withdraw into the sheath.  As noted during visual inspection, the inflation balloon wings were flared, suggesting that the wings were likely caught on the sheath, contributing to withdrawal difficulty.  As such, the root cause for this complaint can likely be attributed to patient and/or procedural factors.  However, based on available information, a definite root cause cannot be determined at this time.   No manufacturing or IFU/training inadequacies were identified.  Available information suggests that patient and/or procedural factors may have contributed to the complaint event.  No corrective or preventive action is required at this time. However, per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in a pra.